Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient underwent an explant procedure. The patient was doing well post operatively. No device malfunction suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. Model#: sc-4316, lot #: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.